Event description:
It was reported that an o-ring was on the pneumatic tap additionally, customer's blood glucose level was 524 mg/dl. A correction bolus was delivered to resolve high bg. The customer was able to remove the o-ring from the pump and successfully loaded a new cartridge to resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.